Event description:
It was reported that during a routine check performed by the customer, the cs300 had a low battery message flashing on the screen. There was no patient involvement, thus no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and could not reproduce the reported issue. The fse observed that the unit was working on battery properly but continued showing low battery indication on display. The fse determined that the problem was with the power supply of the unit. To fix the issue, the fse replaced the power supply charger and performed all functional and safety checks to meet factory specifications and checked the performance of the unit with trainer and balloon connected on battery as well as mains. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us. Repair information had previously been submitted under medwatch report # 2249723-2021-01941 which will be retracted as a duplicate record.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, h6 (health effect - impact codes).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low battery message flashing on the screen. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.